Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level, and that all lots within the expiration date are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false positive result with the binaxnow¿ covid-19 antigen self test otc performed on an unknown date during routine self testing. Repeat testing was performed and generated a positive result. Confirmation testing was performed at a doctors office, on an unknown sample and generated a negative results (CT values not provided). No additional patient information, including treatment and outcome, was provided.